Event description:
Homechoice machine was received for a pt who has dropped out of peritoneal dialysis. The rationale for ending pd therapy is listed as peritonitis. In 2006: hp's nurse was contacted and stated that the pt had been diagonsed with peritonitis five weeks earlier and was hosptialized on the day of diagnosis. The hp's medical history includes chronic hypertension, chronic gn, turp in 1997 and hernia problems. Hp's symptom was abdominal pain. A gram stain and culture were performed which showed pseuedomonas enterococcus. Cell counts and differentials may have been performed but are unk due to hospitalization. The hp was treated with vancomycin and gentamycin, date range and dosage unk due to hospitalization. The pt recovered from the peritonitis but is no longer currently on pd. Nurse's suspected root cause is probably pt self-contamination.